Event description:
On 29-may-2008, stryker biotech received a report that a male patient who received op-1 implant on (B) (6)-2008 for a tibial non union complained of pain, redness and swelling at the wound site. The surgeon reported that the wound failed to heal completely and that a small abscess developed at the wound site. The patient was reoperated on (date not specified) to remove the excess fluid and alleviate some of the pain. The surgeon suspects that some of the white fluid which was drained from the abscess was op-1 implant. The patient was placed on antibiotics (nos). Additional information was requested 29-may-2008. Additional information was received 13-jun-2008. The patient experienced swelling, pain and redness and developed an abscess approximately 2 days after undergoing a procedure for tibial non union. The abscess was approximately 4 cm in size. The physician reported that the abscess material appeared thinner and less viscous than typical abscess material. A wound culture was performed and tested negative for the presence of microorganisms. The physician reported that the patient had no pre-existing medical conditions that would have predisposed him to poor wound healing. The patient was placed on bactrim and the events are reported as ongoing. The physician in this case believes that the events are related to the use of op-1 implant. It is unclear if the event described is an abscess. The cultures were negative for microorganisms, and the secretion appeared to less viscous than typical abscess material according to the attending physician. However, the physician did use the term "abscess" consequently in reporting the event the sponsor has used the same term. The description of signs and symptoms provided by the physician more closely resemble and excessive wound site reaction with discharge of the implanted materials. It is not yet known if the event prolonged the hospitalization; this information is pending. Given the timing of the event relative to dosing, a causal relationship to op-1 implant cannot be ruled out. Hence, it is likely that the event is non serious, unexpected and causally related to op-1 implant.